Manufacturer narrative:
(B)(4). Evaluation summary: a visual, dimensional and functional inspection was performed on the returned device. The reported inflation/deflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported inflation/deflation issue cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in a saphenous vein graft to the obtuse marginal. The 5.0 x 18 mm ultra stent delivery system (sds) was advanced to the lesion without issue. Sds balloon inflation was started; however, at first, the balloon would not inflate, but then started to inflate but it was a slow inflation. The stent implant was deployed successfully. Sds balloon deflation was started; however, at first the balloon would not deflate, but then started to deflate slowly. The balloon was fully deflated when it was removed from the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.